Event description:
Dr chose to use the ethicon therma choice generator for this patient's endometrial ablation. Upon use, the device failed. Multiple disposable handpieces were used and the umbilical cord to the machine was changed as well. Dr was unable to perform the procedure with this device; the procedure was changed to use the novasure device.